Event description:
The reporter stated that the device became disassembled during use. There was a reported pt injury or treatment associated with this event.

Manufacturer narrative:
The device is currently being evaluated; the mfg will file a f/u report detailing the results of the eval once it is completed. Method: a sample device was returned and is currently under investigation.